Event description:
Medtronic literature review found a report of internal carotid artery dissection, blindness, mass effect, and intracranial hypertension in association with onyx embolization with use of the echelon catheter. The study period was between 2002 and 2022. The purpose of this article was to examine the different treatment options for intra-orbital arteriovenous fistulas and the efficacy. The authors reviewed 7 cases of patients treated for intra-orbital arteriovenous fistula using transarterial embolization, transvenous embolization, surgery, and conservative treatment. Of the 7 patients, the average age was 47 years, 1 was female and 6 were male. The article does not state any technical issues during use of the echelon catheter or onyx. In addition, four patients had a post op erative mrs score of 1 and three patients had a post operative mrs score of 2. The following intra- or post-procedural outcomes were noted: internal carotid artery dissection in 1 patient blindness occurred in 1 patient mass effect intracranial hypertension

Manufacturer narrative:
Continuation of d10: product ID 105-7100-060 (unknown); product type: ; implant date ; explant date product ID unk-nv-echelon (unknown); product type: ; implant date n/a; explant date n/a product ID 105-7100-060 (unknown); product type: ; implant date ; explant date g2: citation: authors: su, x., song, z., chen, y., ye, m., zhang, h., ma, y., zhang, p.. Intraorbital arteriovenous fistulas: case series and systematic review. Operative neurosurgery 27(1), 23¿30 2024. Doi:10.1227/ons.0000000000001055 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.